Event description:
The customer reported that something is wrong with the insulin pump, the device was locked up and buzzing when she came out of the shower as well it was given her a message of lost sensor. The blood glucose reading was 80mg/dl. The caller also mentioned that the buttons were not responding. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display followed by and unexpected constant/buzzing audio beep alarmed as a result of a faulty component on the motherboard. Further testing could not be performed due to the frozen screen. The device was received with cracked battery tube threads.